Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the sensor session ended before 10 days . No additional event or patient information is available. Data was provided for analysis. Confirmation the sensor session ended before 10 days was confirmed through data analysis. Probable cause was determined to be potential patient misuse - session was stopped by the display device.